Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was t-wave oversensing (twos) post ventricular pacing. The right ventricular (rv) lead sensitivity and blanking period was adjusted and the twos was eliminated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.